Manufacturer narrative:
Although it has been indicated that no sample will be returned to angiodynamics for evaluation, the investigation into this event is on-going, with angiodynamics attempting to obtain additional event details from the end user hospital. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, when attempting to remove a port which had been implanted on (B)(6) 2013, the catheter had become brittle, difficult to remove, and fractured. Angiodynamics is attempting to obtain additional details of this event.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Similar complaint trend review: the angiodynamics complaint report was reviewed for the triumph port product family for the failure mode "catheter difficult removal. " no adverse trend was identified. Despite multiple good faith efforts on the part of angiodynamics to secure additional information regarding the event, none was obtained. Without receiving a device for evaluation, the complaint is unable to be confirmed, and the root cause unable to be determined. Patient anatomy and drugs used during treatment are potential contributing factors of the reported issue of "difficult to remove the catheter tubing at the end of treatment." A flex life fracture of the catheter tubing may leak drugs into the tunnel area irritating surrounding tissue making removal of the catheter difficult. The directions for use provided with the port contain guidance on port placement, maintenance, and removal. Potential complications such as catheter fragmentation and catheter pinch-off are reviewed. (B)(4).